Manufacturer narrative:
No additional information was provided by the user facility that would point to a reason for the delayed alarm, and no devices were returned for evaluation. Additionally lot numbers were not reported, so reserve samples could not be evaluated. It is possible that delay settings on the associated alarm were at maximum possible settings. No information received from user facility regarding alarm delay settings or monitor in use. Device not kept for return by facility.

Event description:
When the nurse entered the patient room for a bed alarm, the patient was already in the bathroom and was exiting before the pad alarm went off. No injury to patient.